Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that during puncture, barbs were found at the proximal end of the guide wire. Due to the concern about safety, the use of the device was discontinued. A new device was unpacked to continue the operation. It was reported this occurred with 2 devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that during puncture, barbs were found at the proximal end of the guide wire. Due to the concern about safety, the use of the device was discontinued. A new device was unpacked to continue the operation. It was reported this occurred with 2 devices. This report addresses the second device.